Event description:
The customer reported that half of the image was cut off. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The sensor was never returned. The customer advised that the analog/digital printed wiring board may be defective. No subsequent info ws provided by the customer. (B)(4).